Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device was not returned, so no visual inspection or functional testing was completed. Based on the information available, an assignable cause of undeterminable was assigned to this event because the product was not returned.

Event description:
It was reported that prior to the procedure, the balloon had trouble inflating and would not deflate. There was no patient involvement.

Manufacturer narrative:
Subject device unavailable.

Event description:
It was reported that prior to the procedure, the balloon had trouble inflating and would not deflate. There was no patient involvement.